Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: one (1) sample was received. Sample consisted in one (1) cassette product from part number 21-7302-24, lot number 6005602. The sample was received in used condition, decontaminated, without its original packaging and inside in a plastic bag. The sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. The sample was filled with 100 ml of colored water using a syringe to detect any occlusion. While injecting liquid to the sample, a leak was detected in the medication bag due to a pin hole. According to sample received, the failure mode ¿leaking¿ was confirmed in the device received. Root cause was not identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.